Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that when plugging the impella catheter into the automated impella controller (aic), an error message appeared. The message stated that the optical sensor was not detected. Staff attempted to trouble shoot by looking at the optical sensor and unplugging and plugging the pump back in to no avail. It was reported there was also a controller error (yellow alarm). The aic was replaced successfully and there was no patient harm.

Manufacturer narrative:
The investigation of optical signal issue and automated impella controller (aic) - controller error (yellow alarm) has been completed. According to the data and device analysis the root cause for the aic issues was a defective optical bench. D2 common device name revised on manufacturer device report in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.